Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 5th day of wearing the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms of blurred vision, tremors, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified intravenous therapy as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Reader did not turn on with button depression. Applied pressure to the mcp via test fixture, reader turned on. Issue is not confirmed as home button is functional when pressure applied to mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 5th day of wearing the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms of blurred vision, tremors, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered unspecified intravenous therapy as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.